Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of impact shock. The instructions for use (IFU) states the inspection method in ¿operation manual, 3.2 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found air/water cylinder has no color, suction cylinder has no color, switch box has a scratch. In addition, connecting tube is snaking and universal cord has coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a distal end crack. There were no reports of patient involvement.